Event description:
Report received via legal complaint alleging wrongful death action. Patient reportedly underwent revision right total hip arthroplasty in 2001. Subsequently patient was allegedly diagnosed with (mrsa) methicillin resistant staph auereus and components were removed 14 weeks later. The company has no information that this infection is any way related to biomet devices implanted. The company is continuing to gather further information, but to date, there is no information that would lead biomet to conclude that the devices used caused the reported infection.